Manufacturer narrative:
Details of complaint: the monitor tech reported that the central nurse's station (cns) was giving a "monitor network disconnect" error message. The cns was stuck at the windows screen and would not launch the cns application interface. The biomedical engineer (bme) rebooted the cns, which resolved the issue and the cns application launched. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) requested the biomed assistance in troubleshooting as the caller was not comfortable performing troubleshooting steps. During a follow up call, the biomed stated that the issue was resolved. The root cause is most likely to be the facility's network environment. The cns device most likely became disconnected from the network due to changes or settings managed by the facility's it department. The biomed rebooted the cns and the issue resolved. A review of the serial number history shows no recurrence of the reported issue. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection.

Event description:
The monitor tech reported that the central nurse's station (cns) was giving a "monitor network disconnect" error message. The cns was stuck at the windows screen and would not launch the cns application interface. The biomedical engineer (bme) rebooted the cns, which resolved the issue and the cns application launched. No patient harm was reported.

Event description:
The monitor tech reported that the central nurse's station (cns) was getting an error stating "monitor network disconnect." They stated that it was in windows, and the application interface did not want to launch at all. A biomedical engineer (bme) rebooted the cns and, the application came back up. They added the 8 transmitters back under the monitoring settings. Issue resolved. No patient harm was reported.

Manufacturer narrative:
The monitor tech reported that the central nurse's station (cns) was getting an error stating "monitor network disconnect." They stated that it was in windows, and the application interface did not want to launch at all. A biomedical engineer (bme) rebooted the cns and, the application came back up. They added the 8 transmitters back under the monitoring settings. Issue resolved. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were being used in conjunction with the cns. Telemetry transmitter model: zm-531pa sn: (B)(4). Telemetry transmitter model: zm-531pa sn: (B)(4). Telemetry transmitter model: zm-531pa sn: (B)(4). Telemetry transmitter model: zm-531pa sn: (B)(4). Telemetry transmitter model: zm-531pa sn: (B)(4). Telemetry transmitter model: zm-531pa sn: (B)(4). Telemetry transmitter model: zm-531pa sn: (B)(4). Telemetry transmitter model: zm-531pa sn: (B)(4).